Event description:
Per the clinic, the device was explanted on (B)(6) 2013, for unspecific medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed november 1, 2013.

Manufacturer narrative:
(B)(4).